Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the leading haptic crimped. The lens was cut out to remove from the patient's eye with no patient injury. No enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.